Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a rash from not changing the garments appropriately. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use eucerin lotion and neosporin for the oozing areas by a physician, as well as more frequent garment changes. Patient also reported applying "razinole" to the itchy areas. Follow up indicated that the rash has improved.